Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the uncommanded bolus or to determine if it could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their blood glucose (bg) values dropped to 33 mg/dl. The pdm gave a uncommanded bolus of 50 units in 15 minutes. No further details to report.